Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 6fr angioseal vip device was returned for product evaluation. The sheath was returned mated with the carrier tube assembly along with locator and header bag. Upon visual analysis, the hemostasis sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The overall device condition is consistent with full deployment. The distal end of the exposed suture was examined under the microscope. The distal tip appeared blunt as through the suture was cut with a sharp edge. No other anomalies were noted. The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Date of birth: year of birthdate is (B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient underwent a percutaneous transluminal angioplasty (pta) and stent placement of the right artery femoralis superficialis (afs). Antegrade puncture was performed under ultrasound. The wire went up a profunda (deep femoral artery). The second wire was inserted, and the sheath was pulled back until the second wire could be advanced in het afs. A control angiogram showed that only the tip of the sheath remained in the common femoral artery (cfa). The puncture site was close to the bifurcation less than 1cm above. Cfa, including the puncture site, had minor plaques less than 20%. Vessel diameter was greater than 4 mm. The procedure went without complications and afterwards a angio-seal was placed. The sheath was replaced by the delivery sheath for angio-seal. The anterior vessel wall was located of the artery with the angio-seal dilator and the delivery sheath was 1cm advanced in the afs a total of 2.5cm. The angio-seal was inserted and placed. Resistance was felt (anchor) and collagen was pushed forward with the tamper tube. There was no difference felt by the physician. After this the tension was released on the angio-seal and straight away the puncture sight started bleeding heavily. According to the physician it looked like there was no collagen in the angio-seal. The physician cut the suture and manual compression was performed. The patient got a pressure bandage afterwards. The procedure performed for the patient prior to use of closure device was a percutaneous transluminal angioplasty (pta) and stent placement of the right afs. The sheath size used was a6 fr. Arterial access was difficult during the sheath insertion and guidewire advancement. A pre-deployment angiogram was performed. There were issues with withdrawal of the device. During withdrawal, tension was placed on the angio-seal and the temper tube was advanced. After 10 seconds both were released, and the puncture site directly started bleeding heavily. In the past no surgery was performed in the groin. There were no other devices or equipment used with the reported product. The patient was in stable condition. Hemostasis was achieved by manual compression and afterwards a pressure bandage was applied with bedrest. Additional information was received on 23july2021: the patient stayed overnight because a compression bandage was applied after the procedure. The next day the groin was checked and discharged in the morning. Additional information was received on 29july2021: blood loss was not greater than 250cc. Immediately the physician performed manual compression after noticing that the angio-seal had failed. Extended hospitalization stay was not due to excessive blood loss or transfusion. Extended hospitalization was not due to a hematoma. There was no additional treatment required during extended hospitalization.